Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power switching board, positioner controller, gantry controller, ethernet switch, system control board and right bubble cover were all needed to be replaced. After multiple visits and the parts replaced, the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The motion control box was returned to medtronic for analysis. Analysis found that there was a firmware failure. The motion control box was installed in a known good system, and the system did not initialize. Fdm 10, fdr 104, and fdc 4307 apply to this analysis. Section d information references the main component of the system and other applicable components are: product ID: bi30000060r, serial/lot #: rev. 8 : s/n (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed problems with power sw board. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to boot up. The movement task did not complete. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis on the returned gantry motion control resulted in a software failure being found through functional testing and visual/ physical examination. Analysis states that when tested on a test system, the system did not initialize. Analysis on the returned power switching board showed no failure being found through functional testing, performance testing, usability inspection, and visual/physical examination. Analysis states that no issues were found and tests passed. Information references the main component of the system. Other relevant device(s) are: product ID: bi7100537 , serial/lot # : rev. 1 : s/n (B)(4) , ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.